Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported foot retraction problem was not confirmed. The investigation was unable to determine a conclusive cause for the reported foot retraction problem. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6fr sheath, after a peripheral interventional procedure. Reportedly, after suture deployment, the foot was difficult to retract to the "starting position". The lever was moved forward and backward and the foot retracted to the "starting position". Hemostasis was achieved with the proglide suture. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.